Event description:
Customer reported via phone call to have been hospitalized due to non-insulin pump related issues and was taken off of insulin pump therapy by healthcare professional. Customer requested assistance in reprogramming insulin pump as insulin pump therapy will be resumed. Customer received assistance in programming pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.